Event description:
On (B)(6) 2013 the reporter contacted animas alleging a power no power issue. The reporter indicated that the pump display screen went blank during a cartridge change. The reporter indicated that the pump was able to power on by inserting a new battery. The reporter indicated that in the morning the pump screen was again found to be blank and the reporter indicated that blood glucose levels were elevated to 445 mg/dl; the reported blood glucose does not meet animas criteria for an adverse event. The pump alarm history was reviewed and found that there were no associated alarms. This report is made because the issue was not resolved with troubleshooting. There was no indication of an adverse event related to the issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: a review of the pump black box showed that the data from the date of the event had been overwritten due to continued use of the pump. A visual inspection of the pump revealed no damage to the battery cap and the battery cap attached securely to pump. The pump was exercised for 12 hours with no power issues occurring. The pump was opened and no damage or moisture found to power circuit. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.